Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the lead apparently perforated, and the patient subsequently experienced a possible pericardial effusion. Further information regarding the patient's status as well as the lead status was not provided, and follow up was unsuccessful. The lead status is unknown. No further patient complications have been reported as a result of this event.